Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16447; 2017865-2019-16448; 2017865-2019-16449. It was reported that the patient had an infection, the system was explanted. It was also reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.